Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Prior to the procedure, the right ventricle lead exhibited episodes of over-sensing noise. During the procedure, the right ventricle lead exhibited high pacing impedance and the micro fracture was worsened by the stress of freeing the lead from the scar tissue. The lead was capped and replaced during the procedure on (B)(6) 2020. The patient was discharged.